Event description:
Patient had mitral, aortic, and tricuspid valve surgery. The patient was removed from bypass and the pulmonary pressure increased: blood pressure decreased and the patient was placed back on bypass. The valve's leaflets were not opening and closing properly. The valve was explanted and replaced.